Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of service history, and a review of labeling. Review of the customer's submitted data showed that the initial and repeat runs on the cd ruby, sn (B)(4), for collection 1 sample, generated low hgb results of 69.2 g/l and 69.8 g/l. Collection 1 sample was ran on a second cd ruby instrument (sn (B)(4)) and the result was similar, hgb = 69.0 g/l. On the same day, two more blood draws, collection 2 and collection 3, were collected from the same patient. These samples were run on the two cd ruby instruments. Both instruments generated a hgb of 123.0, 124.0, and 125.0 g/l, respectively, which were the expected hgb results for this patient. The customer reported cd ruby (sn (B)(4)) had an intermittent close mode sampling error issue, which may have been due a clot or a clog in the aspiration assembly. This was resolved by flushing and cleaning the aspiration needle and the aspiration assembly. However, the hgb incident was not due to the intermittent sampling errors. Based on the investigation, a product deficiency for the cd ruby aspiration needle, list number 09h06-01, was not identified. (B)(4).

Event description:
The customer stated that the cell-dyn ruby analyzer generated falsely decreased hemoglobin (hgb) result on one patient. The results provided were: 70g/l (7.0g/dl) / patent redrawn and retested x2 = 124g/l / 124g/l (12.4g/dl). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.